Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead exhibited high capture threshold due to not having good contact with the patient's atrium. This observation was confirmed via regular testing.